Manufacturer narrative:
Concomitant medical products: product ID 977d260, lot# serial# (B)(4), product type screening device, product ID 977d260, lot# serial# (B)(4), product type screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient cut the leads by accident while trying to rebandage the dressings. The leads were pulled and the trial was ended.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with a wireless external neurostimulator (wens). The patient reported 3-4 days into the trial that the system was not working. The rep checked and said that impedances were high. The rep inspected the leads and saw that they were cut. The rep said they would discuss with the healthcare professional. No symptoms were reported. No further complications were reported/anticipated.